Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over sixteen (16) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the reported failure mode could be attributed to improper handling. Light sources emit a significant amount of energy, causing temperatures to rise at the light emission surface. Close contact between the telescope tip and other materials when the light source is switched on, or if the tip is dirty, could lead to burns in the optical fibers. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid arthroscope had a melted tip. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.